Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 21176368. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: n/a. Batch: 20616259.

Event description:
It was reported that the patient underwent full spinal cord stimulation (scs) system explant procedure due to unknown reason. No device malfunction suspected.